Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. It was noted that the patient had recently been transported. The central lumen would aspirate and flush. The fiber optic cable was disconnected and transducing the central lumen was attempted multiple times without success. Two different consoles were tried, as well as two different pressure cables and cardiosave adapter cables. Another arterial line was not available. It was suggested to change the entire flush bag and transducer system and that resolved the issue. A waveform was displayed and then zeroed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.